Event description:
The catheter was inserted into the patient's body by the doctor, and the catheter was not properly shaped as reported by the doctor. It was a reprocessed catheter, and per physician, the catheter was not properly shaped in the package, so there was no image showing after connected. A new catheter was used and worked fine.